Event description:
It was reported that while doing a pkr (right medial side) the 8/9 mm spacer block handle broke. Surgery was completed without delay or consequence to patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while doing a pkr (right medial side) the 8/9 mm spacer block handle broke. Surgery was completed without delay or consequence to patient.